Manufacturer narrative:
Event was reported by eye care practitioner directly to coopervision. Method: no lenses, no exam of device were provided which could indicate if the device caused or contributed to the event. Results: there is no clear indication that the device could have caused or contributed to the incident. Conclusions: there is not sufficient info provided to draw a conclusion as to whether or not the device could have caused or contributed to the pt's complaint. No conclusion can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional info.

Event description:
Pt was wearing avaira toric (enfilcon a) contact lenses and began to experience a lot of pain. Pt went to eye care practitioner where the pt was treated with vigamox for eye infections in both eyes.